Event description:
A distributor in (B)(4) reported that two rt200 adult dual heated breathing circuits had damaged heater wire pins. It was reported that one of the breathing circuits had bent expiratory heater wire pins and the other had twisted inspiratory heater wire pins. The damaged pins were observed prior to pt use.

Manufacturer narrative:
(B)(4). Lot number: 090713; date of manufacture: 7/13/09; quantity: 1. The rt200 is not sold in the USA, but it is similar to a product which is sold in the USA. The 510 (k) for that product is k983112. Method: the inspiratory and expiratory limbs of the breathing circuits were tested for damaged pins. Results: the expiratory limb heater wire pins on both complaint breathing circuits were split, preventing full insertion of a heater wire adaptor. A lot check revealed one other complaint of this nature for lot number 090620 and no other complaints of this nature for lot number 090713. Conclusion: all breathing circuits are tested for connectivity and electrical continuity during production and those that fail are rejected. It is possible for the user to damage the heater wire pins if the heater wire adaptor is inserted into the heater wire plug on an angle. For damaged pins, it is impossible for us to determine whether the pins were bent during production or by the end user. Damaged pins do not preclude ventilation of the pt, but prevent the heating of the gas delivered. (B)(4).